Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified upper arm vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced to dilate the lesion. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.